Event description:
It was reported that the spinal cord stimulation (scs) patient was experiencing more frequent charging of the implantable pulse generator (ipg), following a previous lead revision procedure (MFR. Report (B)(4)). The patient underwent a revision procedure where the ipg was replaced. The patient was doing well post-operatively. The explanted ipg was disposed at the hospital and was not returned to bsc. The database analysis performed revealed signs of premature battery depletion. There were signs that the battery was depleting at a faster rate than expected and appeared to have begun around the same time as the previous lead revision procedure.